Event description:
Externalized conductors were observed via review of x-ray. All measurements in normal range. Patient will be monitored once every three months.

Event description:
New information received notes at recent follow-up, noise was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.